Manufacturer narrative:
The device has not been sent to the manufacturer for eval. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Radiation pneumonitis. Case description: initial info received on (B)(6) 2015: this literature case report was presented at the conference "digestive disease week 2015" by sheikh m and al. With the title efficacy and predictors of survival using yttrium 90 (y90) therasphere treatment for hepatocellular carcinoma." This is a conference abstract therefore the full text is not available. It concerned a pt of unspecified age and gender affected by hepatocellular carcinoma (hcc). Pt's medical history and concomitant medications were not reported. Pt's tumor characteristics: child's-pugh class, baseline clinic liver cancer (bclc) stage and tumor, node, metastases (t, n,m) stage. Pt total bilirubin before treatment was <3.0 mg/dl. On an unspecified date the pt developed radiation pneumonitis at 149 days after therasphere treatment (lot number and expiration date not provided). No other info provided. Causality assessment and seriousness criteria was not provided by the authors. Case comment: radiation pneumonitis is considered unlisted according to the current therasphere instructions for use. The authors did not provide a causality assessment. The company considers the event "radiation pneumonitis" experienced by the pt as related to therasphere treatment. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.